Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number(s): 1627487-2021-15576, 1627487-2021-15577, 1627487-2021-15579. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the existing leads were explanted and replaced.